Event description:
It was reported the intraocular lens was removed and replaced without complication, due to patient's dissatisfaction.

Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. The relationship between the device and the adverse event is not known; however, we have no reason to suspect the lens was the cause.